Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous alb2 albumin gen.2 (albu2) result for one patient urine sample on a cobas 6000 c (501) module. The initial albu2 result was 9.1 mg/l. The albumin result was greater than 100 mg/l for the urine sample with a micral method. The customer suspected the initial result was incorrect and repeated the sample. The repeat alb2 result with a dilution was 1266.7 mg/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The alb2 reagent lot number was 279009. The expiration date was not provided. The alarm trace indicated issues with water level and insufficient cleaning solution. The qc trace indicated issues with imprecision with high results.

Manufacturer narrative:
The sample was provided for investigation and was tested on a cobas c501. The albu2 result from the undiluted sample was 1042.5 mg/l with a data flag. The results from dilutions matched the customer results. Based on analysis of the calibration and qc are general reagent issue could be excluded.

Manufacturer narrative:
The investigation determined that precision testing was acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The dilution used for repeat testing was performed directly on the instrument according to product labeling recommendations. The last preventative maintenance was performed in december of 2017.